Event description:
It was reported that during final tightening, the tip of a xia 3 torque wrench broke intra-operatively. Not all broken fragments were removed from the patient. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: upon return, the tip was confirmed to be fractured from the shaft. The fractured tip exposed the tip pin and confirmed to be present. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A complaint history review identified similar complaints. A 2010 CAPA determined that the breakage of the instrument hex-tip was linked to the insertion and welding of a small pin into the inner shaft. The small pin that was inserted into the inner and outer shaft was used to ensure a strong connection between the two shafts. The complaint device was manufactured prior to the CAPA implementation. Additionally, the device is over 10 years old and wear from the device's extended use most likely contributed to the event as well.

Event description:
It was reported that during final tightening, the tip of a xia 3 torque wrench broke intra-operatively. Not all broken fragments were removed from the patient. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.